Manufacturer narrative:
Per the clinic, the patient experienced a magnet dislodgement. Surgery to replace the magnet was conducted under a general anaesthetic (date not reported). This report is filed on october 8, 2018.

Manufacturer narrative:
This report is submitted on september 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain and a performance decrement subsequent to undergoing an MRI. Subsequently, the patient was treated with antibiotics (type and date not reported).